Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000581, serial/lot #: unknown, ; product ID: bi71000125, serial/lot #: unknown. A medtronic representative went to the site to test and service the equipment. While trying to boot the system, the system would shut down before fully booting up. Testing found that there was a bad pair of batteries and a bad motor charger board. All 8 motor batteries and the motor charger were replaced. After replacing the charger card and batteries, the system would not boot due to a corrupted file on the system. The software was reinstalled and all files updated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that a medtronic representative (rep) was on site and noticed that the system needed a battery replacement and charger board replacement. It was further reported that while on site, the rep was notified by a biomed that the system died while moving it the day prior. There was no patient present. No patient or case was affected by this issue.